Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with skin infection. The patient's blood glucose (bg) values reached over 500 mg/dl. The ketones were positive. For treatment, the patient was given unknown medication intravenously (IV). The patient was prescribed cephalexin. The patient was discharged after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.